Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
Patient underwent a hip revision procedure approximately 11 years post implantation due to a fractured femoral stem. The surgeon believes this was caused by impingement.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Concomitant medical product(s): - biomet ringloc acetabular shell, catalog#: 135262, lot#: 716520. Biomet low profile screw, catalog#: 103531, lot#: 169440. Unknown femoral head, catalog#: ni, lot#: ni. Unknown acetabular liner, catalog#: ni, lot#: ni.